Manufacturer narrative:
Philips service replaced the pdu fantray and dcps per manual. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that diagnostics were performed on the pdu fantray and control module as the angiography system would not turn on on an azurion 3 m15. The clinical use of the system was outside of use. There was no reported patient or user harm.